Event description:
No event occurred. No patients were affected. A software error has been identified by the manufacturer. There is an issue with how an mr image is registered in the fundus view in the ocular planning workspace. The fundus view will always use the frame of reference registration, even when another registration has been selected. There are no affected customers in the USA. The affected customers are located in germany and the UK.

Event description:
Follow-up of report rsl MDR: 3007774465-2022-00004 106232 rs image registration in ocular planning. No event occurred. No patients were affected. A software error has been identified by the manufacturer. There is an issue with registration of mr images in the fundus view in the eye modeling workspace in raystation 10a, 10b, 11a, 11b and 12a including service packs. The fundus view always uses the frame-of-reference registration between the mr and CT images, even when another image registration has been selected for viewing the mr image in the 2d views in the eye modeling workspace. There are no affected customers in the USA. The affected customers are located in germany and the UK.

Event description:
Follow-up of report rsl MDR: 3007774465-2022-00004 106232 rs image registration in ocular planning. No event occurred. No patients were affected. There is an issue with registration of mr images in the fundus view in the eye modeling workspace in raystation 10a, 10b, 11a, 11b and 12a including service packs. The fundus view always uses the frame-of-reference registration between the mr and CT images, even when another image registration has been selected for viewing the mr image in the 2d views in the eye modeling workspace. There are no affected customers in the USA. The affected customers are located in germany and the UK.

Manufacturer narrative:
No event occurred. There is only a potential health hazard discovered by the manufacture detectability of this issue is usually high, since the incorrect tumor volume created in the fundus view will be displayed in the 2d views and it does not match the tumor in the mr data in the 2d views. In the event that target delineation is based on the incorrect image registration, this could lead to the approval of an inappropriate dose plan. This could lead to local over-dose outside the intended target and local under-dosage in part of the intended target.